Event description:
It was reported that a patient had a hematoma following implant ¿about the size of a grapefruit¿ which was discovered after the patient went home. It was reported that the patient was taken back to the ER for stitches and surgery revision. It was stated that the issue was resolved and the patient was healing.

Manufacturer narrative:
Product ID 3889-28 lot# va0dc0j, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).